Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device. Hemostasis was achieved using manual compression for 20 minutes. The patient recovered after the mynx event. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was moderate vessel tortuosity. The device was stored and prepped according to the instructions for use (IFU), and the user was trained to the device. The device and packaging were not inspected prior to use. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was fully depressed while button 2 was only partially depressed. The stopcock was open, and a cordis mynx syringe was detached from the unit. The sealant was not returned for evaluation. The sealant sleeves showed no abnormal conditions. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and not retracted, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A functional simulated deployment test could not be performed because the sealant was not returned for evaluation. However, button 2 was tested separately and could be fully depressed, resulting in proper balloon retraction without any anomalies observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined. Based on the information available for review and product analysis, user error possibly resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) came out of the skin with the device. Hemostasis was achieved using manual compression for 20 minutes. The patient recovered after the mynx event. There was no reported patient injury. The device storage temperature did not exceed 25 °c. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The femoral artery's suitability was verified on angiography, including the insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and there was moderate vessel tortuosity. The device was stored and prepped according to the instructions for use, and the user was trained to the device. The device and packaging were not inspected prior to use. The device will be returned for analysis.